Event description:
The ilm endotracheal tube failed on the first use. The endotracheal tube was inserted and the cuff would not hold air. There was a leak in the inflation line. The ilm endotracheal tube was removed and a standard endotracheal tube was used. There was no pt injury but reintubation was required.